Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "a possible left side deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: crease flat and opening on anterior. Leak test and microscopic analysis was performed which identified: striated opening, white particles inner the shell and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage like consist in the use of some surgical tool. Wrinkles (creases) are observed but have no relationship with manufacturing.

Event description:
Additionally reported by healthcare professional "any creases". Device has been explanted.